Event description:
The plaintiff's attorney alleged that the decedent experienced cardiopulmonary arrest on or about (B)(6) 2009 and subsequently expired on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.